Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had depression in which led to their stroke. The stated that the stroke was not related to their device or therapy. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was off/disabled and no longer providing therapy. They were seeing end of service (eos) screen on the patient programmer. The patient said she was used to having the ins on and started hurting and thought she would check the ins to try and turn stimulation up and that is when she saw the eos message. The patient said that the ins did not last long and was put in last year. The patient was hurting. The patient was redirected to their healthcare provider to discuss replacement. No further complications were reported/anticipated. The indication for implant was spinal pain.